Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch delica enhanced lancing device does not fully penetrate. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue with her onetouch lancing device began on (B)(6) 2016 unknown time. The patient stated she manages her diabetes with oral medications, diet and/or exercise. The patient reported that she on an unspecified time after the alleged product issue began she developed the symptoms of ¿shakes. The patient reported that she self-treated with food and or drink; she ¿ate some sugar.¿ at the time of troubleshooting, the cca noted this was not the first time the product was being used and had been in use for 3 weeks prior to the alleged incident. There was no misuse of the device. The correct lancets were being used and the lancet gauge was 33g. The issue remained unresolved after trouble shooting. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.